Event description:
It was reported the device was used in a laparoscopic cholecystectomy. The trocar sleeve snapped and the bottom half of the sleeve remained in the patient. They retrieved the sleeve. There was no consequence to the patient.